Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. It was noted that the device failed to record a tachycardia event. This issue resulted in delay of care to the patient. Programming changes were made. The patient was in stable condition.